Manufacturer narrative:
(B)(4). Concomitant medical devices - vanguard cr ilok fem # item 183020 lot unk; vanguard cr tibial bearing # item 183402 lot unk; biomet cc I-beam tray # item 141220 lot unk; unk biomet arcom post. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was noted to have radiographs of the left knee that demonstrate loose patellar button approximately 10 years post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.